Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- this complaint is confirmed as the device failed the functional assessment test performed. The ratcheting handle with quick coupling (part #: 03.100.032, lot #: 7086162) connector/coupler was not able to maintain a firm grip with the mating device which keeps rotating while simulating a forward or reverse screwing. No root cause could definitively be determined for the reported complaint condition but it is likely that the device or component failure occurred. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part number:03.100.032 synthes lot number: 7086162 supplier lot number: n/a release to warehouse date: 19mar2013 expiration date: n/a supplier: tecomet kenosha no ncrs were generated during production. Device history review ==> review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was putting distal screws in a suprapatellar tibial nail with the screwdriver shaft and ratcheting handle with quick coupling, when the shaft would not engage with the handle. There was no surgical delay. The procedure was successfully completed. The patient outcome was unknown. This report is for one (1) ratcheting handle with quick coupling this is report 1 of 2 for (B)(4).